Event description:
It was reported that tip detached, and embolism occurred. The patient presented with coronary stenosis. The 70% stenosed lesion was located in the non-tortuous and non-calcified proximal left circumflex artery (lcx). A pt2 guidewire was selected for use. During the procedure, the tip of the guidewire became dislodged upon retraction, resulting in an embolic complication. The detached tip remained in the obtuse marginal (om) branch, and no retrieval was attempted due to the vessel's small. The procedure was completed using a non-boston scientific guidewire. There were no further patient complications, the patient was successfully treated for stenosis and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by manufacturer: the pt2 device was returned for analysis. Visual and microscopic inspection revealed no signs of detachment at the distal tip, which was returned intact for analysis. However, the distal tip was noted to be bent. Dimensional inspection was conducted to verify the total length of the guidewire against the specifications. The specified length was 72.6 inches with an allowable tolerance of plus or minus 0.1 inches., resulting in an upper limit of 72.7 inches and a lower limit of 72.5 inches. The returned guidewire measured exactly 72.6 inches, confirming that it was received in complete condition for analysis. The reported 'distal tip detachment of device or device component' was not confirmed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that tip detached, and embolism occurred. The patient presented with coronary stenosis. The 70% stenosed lesion was located in the non-tortuous and non-calcified proximal left circumflex artery (lcx). A pt2 guidewire was selected for use. During the procedure, the tip of the guidewire became dislodged upon retraction, resulting in an embolic complication. The detached tip remained in the obtuse marginal (om) branch, and no retrieval was attempted due to the vessel's small. The procedure was completed using a non-boston scientific guidewire. There were no further patient complications, the patient was successfully treated for stenosis and was discharged from the hospital.